Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot 5768853. Manufacturing location: (B)(6); supplier: (B)(6). Date of manufacture: jun 22, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. Date subject device was received by manufacturer. A device history record review was performed for the subject device lot f-19292. Manufacturing location: (B)(6); supplier: (B)(6). Date of manufacture: jun 22, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing date included in the DHR information was reported in error. The actual date of manufacture was july 22, 2008 (not june). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned devices were examined and the complaint condition was able to be confirmed in each instance as the driver tips were found to be worn/rounded. No definitive root cause was able to be determined; however, the failure mode is typically associated with wear and tear. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The stardrive screwdriver shaft t15 is utilized in the synapse oct system for posterior stabilization of the upper spine. The driver is specifically utilized to insert/final tighten locking screws. The system technique guide states the follow regarding inserting locking caps: ¿after final adjustment of the construct, fully tighten all locking screws with the screwdriver shaft and the 2 nm torque limiting handle. Final tightening should be accomplished after all locking screws have been placed, and should be aided by the countertorque tool.¿ the relevant drawings for the returned instruments were reviewed (both current revision and from the time of manufacture): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the surgeon, the shaft of the reported instrument appeared to be dull/stripped. The surgeon linked the issue to repeated use over the years.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: lxh. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for cervical spondylotic myelopathy, the tip of the reported product (stardrive screwdriver shaft, t15, self-retaining quick coupling) came off the slot of synapse screws when the surgeon tried to tighten the screws. The trouble occurred several times during the surgical operation. However, the surgery was successfully completed. No surgical delay was reported. No patient harm was reported. This complaint involves 2 part. This report is 1 of 2 for (B)(4).